Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2005 for the treatment of pelvic organ prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that after mesh implantation the patient experienced diffuse body pain, incontinence, dyspareunia, dysuria, and pain with defecation.